Event description:
A hemodialysis patient coded with the use of this dialyzer. The facility was contacted, a verbal report was received from don as well as the treatment sheets of this event. For this event, the dialysis therapy was initiated when about 2 hours into dialysis the patient became unresponsive. No pulse or breathing was detected and CPR initiated. Oxygen was given to the patient and the blood was returned. AED was placed. Bp at that time was 92/50 and 911 called. Pateint taken to local ER and was discharged in 3/2006 with a diagnosis of syncope. Pretreatment the patient was noted to be edematous in all extremities and the target fluid removal was 5.4kg. According to the verbal report from the don, she believes the symptoms "could not be e-beam. This patient withdrawn, has increased bp, and not taking her meds, has increased fluid, feet are swollen and staff unable to remove enough fluid and the patient is not tolerating large fluid removal. We request this patient to return for an extra treatment to remove fluid removal. We request this patient to return for an extra treatment to remove fluid and no response from the patient. The patient has recently lost her husband who was a dialysis patient and she reportedly frequently states "he is waiting for me". The patient has a history of apnea. The new order is to remove only up to 3.5 kg of fluid per treatment. Also the patient has heart failure. There is a companion sample available for evaluation. The patient continues hemodialysis as ordered with 180nr with continuation of unresponsive episodes but with less frequency.